Manufacturer narrative:
On the initial report the approximate age of the device was incorrectly reported as 10 months. The correct age of the device is 11 months. No further corrected data.

Event description:
Normal usage was indicated on both the center and port septa with no internal fracture plane damage found. The device did not leak while pressurizing the port or filling the reservoir. The device port was patent upon flushing with no resistance felt and approximately 5ml of clear, yellow, fluid with light particles, which tested negative for blood, was collected. The device did not flow as received. After removing the device capillary tubing from the device port inlet tube, the capillary tubing flowpath was examined microscopically. Amber colored material, which tested positive for blood, was seen completely occluding the flowpath at the distal end. Flow was restored after removing approximately one inch of capillary tubing and the device flowed within original MFR flowrate specifications. Leak testing confirmed the device did not leak. No other defects or anomalies were found during the device analysis. As part of our investigation of this event, a review of the device history record and a trend analysis were performed. A review of the device history record was performed and did not identify any mfg variances in relation to its event. A trend analysis was also performed on similar incidents involving this catalog number and has not identified any trends. The report of a failure to infuse has been confirmed. Based on the information available and the device analysis, the cause of this event appears to be blood occluding the distal end of the device capillary tubing. No further information is available. The MFR is now closing the file on this event.